Manufacturer narrative:
Complaint allegation was confirmed. One unpackaged ar-9091-01 batch 5572034 was received for evaluation. Upon visual inspection, signs of wear were evident on the device due to the material appearing faded. The mating part, ar-9091-02, was found to be weakly attached. Additionally, damage was observed on the connector device. The most likely cause(s) for the reported failure is wear and tear over repetitive use.

Event description:
On (B)(6) 2024, it was reported by a sales representative via sems-06640999 that an ar-9091-02 hindfoot nail cable tensioner arrived jammed in the central position (half compressed) and was very difficult to get sliding again (had to attach tensioner to the jig and crank very hard, finally broke through the jam). This occurred during a case. There was a lot of play in the jig where the tensioner/jig connected to the ar-9091-01 hindfoot nail targeting guide was separating even though it was supposed to be locked. The distal calc screw and distal tibial screw missed the nail. They had to freehand perfect circles on the tibia, with perfect circles visualized on the nail via x-ray, you could clearly see the jig not lining up with the tibial screw holes.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024 additional information was provided by a sales representative via email who stated that the even took place on (B)(6) 2024. The procedure performed was a ttc fusion. To complete the procedure, they had to make it work by using perfect circles on targeted screw holes. No photos or videos were taken.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.